Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. The device was viewed under magnification and it was noted that the shrink tubing on the shaft of the device was scratched and cut. There are several scratches down the length of the shaft of the electrode indicating that it had come in contact with a sharp instrument. There was no evidence of melting on the electrode. When the ablate and coag pedals were activated, the electrode worked as intended. This procedure was repeated several times to ensure continuity of function and the electrode continued to work as intended. There was no evidence of melting after the activation of the electrode. This complaint cannot be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer reported that during an unknown procedure, it was observed that the tip on their vapr cool pulse 90 electrode with hand controls melted. The surgeon completed the procedure with another like device with no patient consequences. There was a 5 minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.